Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2022, a 16-14mm amplatzer duct occluder was selected for implant. During procedure, the occluder deformed into a cobra shape while inside the patient. The physician retracted the occluder and again deployed it, however the issue persisted. The occluder was exchanged for a new 14-12mm amplatzer duct occluder, which was successfully implanted. The patient was reported to be in stable condition.

Event description:
It was reported that on (B)(6) 2022, a 16-14mm amplatzer duct occluder was selected for implant. During procedure, the occluder deformed into a cobra shape while inside the patient. The physician retracted the occluder and again deployed it, however the issue persisted. The occluder was exchanged for a new 14-12mm amplatzer duct occluder, which was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
The reported event of a cobra deformation could not be confirmed. One photo were received which appeared to show an occluder with a cobra deformation. However, the investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.